Event description:
Right ureteral stent during a tah surgery. ((B)(6) 2011) md went to the floor to remove the stent, (B)(6) 2011, the stent broke leaving the remainder of the stent in the pt. Today, (B)(6) 2011, md attempted to remove the remaining stent at the bedside, once again, only a small section of the stent was removed and that piece of the stent was brittle. On (B)(6) 2011, md selected the 4 fr ureteral stent himself from the operating room cysto room prior to insertion. The stent has no expiration date on the package. Only a statement "sterile unless package has been opened or damaged". This was confirmed by a phone call to bard on (B)(6) 2011.